Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the coil was reported missing after examination. Pediatrician inspected head post birth and was unable to locate coil. Pv examination was performed to locate coil, and was unable to locate. While in labour, considerations for imaging to be performed to locate coil. Coil remained on fetal head this was inspected post birth.

Manufacturer narrative:
H10: the coil fragment was sent to the vendor for further analysis. The main body of the electrode was discarded and not available for analysis.the vendor was unable to determine the cause of the malfunction. The vendor reported they needed the white hub of the electrode along with the coil fragment to determine the cause of the malfunction. Therefore, we are considering this to be a malfunction of unknown cause/insufficient information. There were no further details of the infants condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The main body of the electrode was discarded.